Event description:
The pt reported experiencing elevated blood glucose of over 27 mmol/l (486 mg/dl) the morning of (B)(6) 2010. She changed the infusion set and injected insulin to lower her blood glucose. At 4:00pm, her blood glucose started to become normal. She also reported the buttons of the infusion device had not functioned properly for approx 2 weeks. No further info is available. The pt did not require assistance from a health care professional or second party to address the infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.